Manufacturer narrative:
The facility has declined to return the device for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years, eight months post implant of this bioprosthetic mitral valve, this valve was explanted and replaced due to multiple perforations and tears; severe regurgitation was noted. Prior to the replacement procedure, the patient presented with severe congestive heart failure. Following the replacement procedure, the patient failed to wean off the tracheostomy ventilation, necessitating a prolonged hospital stay. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.